Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? What is the name and date of the surgical procedure? Can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and topical skin adhesive was used. At the end of the surgery, the glass broke when squeezed by the surgeon to break the vial and it pierced the contaminated glove and surgeon's finger. There was no adverse patient consequence. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The information for use for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."

Manufacturer narrative:
(B)(4). 1. Was it difficult to break the ampoule ?unknown. 2. Was the ampoule crushed repeatedly? No. Experienced doctor. But used to using anx12. 3. What was done to treat the shard penetration? Hospital injury protocol was followed. 4. Was medical or surgical intervention required? No 5. What is the status of the surgeon injury today? I am told everything is good. 6. What is the name and date of the surgical procedure? 7. Can you identify the lot number of the product that was used? This was noted on the sample sent in this week.: